Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown a 6.5 mm recon screw. Part and lot numbers are unknown. Without a valid part and lot number, the UDI is not available. Screw was implanted, as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a lateral femoral nail (lfn) procedure on (B)(6) 2017, affected side unknown and was implanted with an lfn nail and two, 6.5 mm recon screws. As the surgeon went to drill for the 6.5 mm recon screw, it was reported that the drill bit was not aligned with the proximal locking hole and the drill bit banged against the nail. The surgeon reported that he felt the stepped drill bit was going too far anteriorly. It was further reported that the surgeon felt the instrumentation had a loose connection between the insertion handle, connection screw and aiming arm. The surgeon had attempted to remove the first screw for repositioning but was unable to remove it. As a result, the surgeon had to insert the recon screws with slight hammer blows to get them into the femoral head. There was a reported delay of 60 minutes due to the issue. The surgery was completed successfully and it was reported that the surgeon was satisfied with the final construct. The patient was reported to be in stable condition. Concomitant devices: stepped drill bit (quantity 1), lateral femoral nail (quantity 1) and recon screws (quantity 1). This report is for one (1) unknown a 6.5 mm recon screw. This is report 3 of 3 for (B)(4).